Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 240 units of insulin. Tandem technical support was unable to obtain any further information as the customer ended the call. There was no reported impact to the customer's blood glucose level.